Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73c2100762 was manufactured on 03/23/2021 a total of 14,994 pieces. Lot was released on 03/25/2021. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box, lot # 73e2100247, the samples were visually inspected and issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The clips with this lot number break (made in USA) do not clip when the surgeon was trying to apply. We have some hemolok in the sterile core from mexico and they are good to use. The surgeon used the ones from mexico after having difficulties with 3 of the problematic ones (USA).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
The clips with this lot number break (made in USA) do not clip when the surgeon was trying to apply. We have some hemolok in the sterile core from (B)(6) and they are good to use. The surgeon used the ones from (B)(6) after having difficulties with 3 of the problematic ones (USA).